Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6fr arteriotomy locator associated with a 6fr angioseal vsts plus device was returned for evaluation. Returned with the arteriotomy locator was the sts plus device and the guidewire. The returned components were then subjected to visual analysis were it was noted that there was a slight u shaped bend in both the arteriotomy locator and angioseal sts plus carrier tube assembly. The anchor of the angioseal sts device was partially exposed due to a dislodged bypass tube. To further analyze the components, the hub of the arteriotomy locator was analyzed under microscopy. There was noted flash at the hub/ tubing junction of the arteriotomy locator. The flash was measured and confirmed to meet manufacturer specification. The cylinder where the hemostatic sheath sits when the two components are mated has a ridge for proper mating of the two components. The ridge in the returned sample appeared rounded. No functional testing could be performed since the hemostatic sheath was not returned for evaluation. The allegation that the two components would not click was unable to be confirmed, as the hemostatic sheath was not returned for evaluation. The presence of the flash on the arteriotomy locator hub likely did not contribute to the reported issue as it was within specification. The rounded ridge observed on the arteriotomy locator hub was likely due to multiple insertions of the arteriotomy locator into the hemostatic sheath, which has been known to cause a rounding of the ridge per benchtop testing. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implant date: device was not deployed. Explanted date: device was not explanted. Establishment name - (B)(6) center (B)(6) prefectural university of medicine the actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other reports with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported they were unable to insert the locator. The following information was provided by the user facility: the locator was not inserted into the sheath, so the device was replaced by another angio-seal device to continue the hemostasis procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.